Event description:
It was reported that the patient presented to the ER due to feeling faint. Upon review, it was discovered that the right ventricular lead failed to capture and exhibited high impedance. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.